Manufacturer narrative:
Alleged failure: always getting foggy. [Update - moisture could not be wiped away. Replacement camera used to complete procedure.] The failure(s) identified in the investigation is consistent with the complaint record. Root cause: leak at the strain relief attributed to the sterilization method used at the account. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports."

Event description:
It was reported that there was foggy image.